Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient complained of dysuria within thirty days post op in a laparoscopic transabdominal preperitoneal medial/direct inguinal hernia repair using tacker and the mesh.